Event description:
It was reported that a few days after implant, the patient was admitted to the hospital because of lv (left ventricular) lead dislodgement. The lead was repositioned successfully. The physician commented that this was procedure related. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). The lead remains in use.